Event description:
During a clinic follow-up, a loss of capture and loss of sensing were observed on the right ventricular (rv) lead and right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv and ra leads due to twiddler's syndrome. As a result, the rv and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.